Event description:
It was reported that the scope got stuck in the patient's ureter. The external sheath detached from the control body resulting in buckling. The patient, a 28yo male woke up with the scope still in his urethra. Patient kept it inside of him for 24hours before going back for surgery. Surgeon had to go percutaneous and after 3 hours he was able to remove the device and the broken parts. Delay of 3 hour initial procedure + 24-48 hour hospitalization + 3 hours second procedure (percutaneous).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: thermal damage at distal tip. 3rd party non storz shaft, crush 32mm from distal tip, pinched sheathing 643mm from distal tip. Puncture in channel, leak. 3rd party non storz o ring in housing, angle cover, thread wrap, and working channel. Fluid invasion in housing. No image, no light output 0.0mw. Deflection 0 up / 0 down. Tracking is off. Debris on button plate. Broken vertebrae links. This event is filed under internal complaint ID(B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).